Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and silicone migration.

Event description:
Healthcare professional reported "a prosthesis rupture and silicone in axillary lymph node." This relates to left side. Device remains implanted.